Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens - -18/1/145 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens remains implanted. The patient experienced refractive surprise. The surgeon decided to make a lasik touch-up for both eyes to correct refractive surprise. The patient's post-op best corrected visual acuity was 20/20.